Manufacturer narrative:
Device passed the displacement test. Pump error 63 alarmed during self test and confirmed in device history with variable due to broken trace at keypad assembly. Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. No unexpected pump error 15 or pump error 4 alarms noted during testing however, pump error 15 alarm and pump error 4 alarm are found in the formatted history file due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had multiple pump error. The customer¿s blood glucose level was 134 mg/dl at the time of the incident. Customer stated that self test was performed and it was failed. Customer asked verbally and in written form to return broken insulin pump for analysis. The insulin pump will be returned for analysis.